Manufacturer narrative:
H2: additional information was received and added in section b5. H3: a medtronic representative went to the site to test the equipment. The emitter was replaced and the system then functioned as intended. H6: codes b01, c13, and d02 are applicable to the system checkout. H3: the side emitter, lot number: 603007550, was returned to the manufacturer for analysis. The issue was unable to be duplicated. The returned side emitter was tested for over 2 hours on the lat station and the emitter successfully held green status for the duration of the testing with no issues tracking instruments. H6: codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a functional endoscopic sinus surgery (fess). There was around a 15 minute delay. There was no impact on patient outcome.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system had difficulty tracking instruments. With no metal in the field, multiple instruments appeared to be going in and out. There was no localizer fault or disconnected messages present. Replacing the side emitter resolved the issue. The tracking resumed as expected with a new side emitter. It is unknown if there was patient impact or delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521ent: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.